Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (rep) who was implanted with an implantable neurostimulator (ins). It was reported that ins too superficial causing pt discomfort and pocket pain when sitting in a chair or laying back. Pocket revision to place ins deeper. The issue is resolved.